Event description:
A sales rep called baxter corporate product surveillance to report a clearlink continu-flo solution set in which a leak was observed. According to the report, the nurse was priming the set and noticed a leak through a hole near one of the y-sites. The event occurred prior to patient use. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: during visual inspection and functional testing of the sample the customer reported condition was confirmed. The tubing was found to be incorrectly assembled into the y-site. The root cause of the reported issue was determined to be an assembly error during the manufacturing process.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions were noted.